Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 2.5, lab: 3.7, date: the same day, inratio: 6.4, lab: 5.2; date: the same day, inratio: 3.2, lab: 2.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 2.5, lab: 3.7, mean: 3.1, confidence limits: 1.9 - 4.6, date: the same day, inratio: 6.4, lab: 5.2, mean: 5.8, confidence limits: unable to be determined; date: the same day, inratio: 3.2, lab: 2.0, mean: 2.6, confidence limits: 1.7 - 3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st and 3rd data set, both inratio and lab values were within the confidence limits for inr testing. For the 2nd data set, the results are considered accurate based on "area outside the acceptance region" table. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.